Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2012, the patient underwent laparatomy, adhesion release and colon resection due to pain and migration. (B)(4) ¿dyspareunia; colon resection.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to FDA: 05/13/2016. It was reported that following insertion the patient experienced urinary tract infection. (B)(4). Additional information: age at time of event, date of birth.